Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 486 mg/dl. The customer was treated high with pump and was also reported that customer had treated with square wave boluses over a half hour and gave a couple of normal boluses. The customer had symptoms such as headache and thirsty. Customer¿s high blood glucose level was 422 mg/dl at the time of the incident. Customer¿s blood glucose level was reported as 486 mg/dl at the time of call. Customer states that last evening her blood glucose was 406 mg/dl, when she took a bolus was 422 mg/dl and then blood glucose was reported as 342 mg/dl, 325 mg/dl, 306 mg/dl and 325 mg/dl at 630am and then blood glucose was back up to 486 mg/dl. The customer was assisted with troubleshooting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer states that her blood glucose was 343 mg/dl at 7am and had bolus 3.5. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer states that she always does the 0.300 to fill cannula and reported that the cannula was in an l shape. Customer states that she had not received any alarms in pump except bolus not delivered . Customer was assisted with performing the high pressure test and pump alarmed in 2.85 units. It was reported that bent cannula had caused the most recent spate of high blood glucose. Customer states her blood glucose is now down to 296 mg/dl. It was reported that they detected a blockage in tubing at 2.85 and was emphasized the two high blood glucose rule. The product was not returned for analysis.